Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast pain, bilateral device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses developed bilateral breast pain. The patient reported that her implants were uncomfortable and that she had to sleep in a bra. She reported that the implants opened the breast pockets too much which caused them to move around. As a result, the patient underwent bilateral explantation and replacement with unspecified gel breast prostheses in 2002. This medwatch report is for the patient¿s left breast prosthesis.